Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead and cross chamber oversensing associated with the rv lead. Evidence of cross-chamber oversensing observed on stored electrograms (i.e. Episodes 10632, 10633, 10634). 9 non-sustained tachycardia episodes with cycle length intervals less than 220 ms from (B)(4) 2016.

Event description:
It was reported that the patient experienced dizziness and was sent to the emergency room. The right ventricle (rv) lead exhibited far field p-wave (ffpw) oversensing after an atrioventricular ablation procedure. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.